Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 600mg/dl, associated with an unresponsive keypad issue with moisture. During troubleshooting with customer technical support, it was revealed the buttons were ¿not working¿ and there was moisture in the battery compartment. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an unresponsive keypad issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: a review of the black box showed unexplained power on reset events with deliveries resumed. The keypad was intact and all keypad buttons responded appropriately. The pump was returned with corrosion in the battery compartment. The battery compartment was cracked above the bumper pad. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The leak test failed due to a battery compartment leak. The keypad cover was removed to find no contamination under the button contacts. The pump cover was removed to find internal moisture on the printed circuit board and keypad connector.